Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's insulin pump alarmed bad battery after having a black screen. The customer's blood glucose was 120 mg/dl. No relevant damage or corrosion was found. After cleaning the battery cap contacts and inserting a new battery, the customer did not receive a failed battery test. At the time of the black screen occuring, the customer's blood glucose was 60 mg/dl. He treated with food. Troubleshooting was declined for the low blood glucose. A self-test, in regards to the black screen, was performed and passed. The insulin pump alarmed battery out limit after the batteries were out of the pump greater than the duration allowed. It was explained this was normal insulin pump behavior. Nothing further reported.